Event description:
Report received that a pt had a ruptured aortic aneurysm at the right of the renal artery (single kidney) and with retroperitoneal hematoma. The stent dislodged from the balloon beyond the sheath with in the brachial artery resulting in the need to pull out the balloon into the stent and to deploy it in the brachial artery (brachial approach). Other catheters could not cross the area. Procedure was completed without revascularization of the right renal artery. The pt developed ischemic renal failure necessitating hemodialysis, septicemia and was placed on respiratory (ventilator) support.

Manufacturer narrative:
We are in the process of performing the investigation and will submit the follow-up report once the evaluation is completed.